Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The unit would not operate on battery power for more than a few seconds without the "low battery" alarm sounding and the system shutting down. In order to correct the issue, the stm removed two non-getinge (non-OEM) batteries from the iabp unit and replaced them with two getinge (OEM) batteries. The stm verified proper operation of the charging circuit. The last replacement date for the batteries could not be verified and the regular maintenance is not performed by getinge stm. The stm performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient while being transported to another facility, the cs300 intra-aortic balloon pump (iabp) shut down due to low battery capacity approximately ten (10) minutes before arrival to the receiving facility. The customer also noted the " battery maintenance required" message was displayed on the screen. There was no patient harm and no adverse event was reported.